Event description:
The customer reported that they received a false negative on the provue for an antibody that was detected in manual gel with 0.8% resolve panel a. No erroneous results were reported.

Manufacturer narrative:
The customer performed monthly maintenance, rebooted the provue computer, and reinitialized the provue. The customer then tested 0.8% resolve panel a lot vra150 on the provue again and this time saw reactivity with all the kell positive cells although reactivity was slightly weaker than manual gel. The customer is satisfied that the provue is performing as expected. The customer does not want service. (B)(4).